Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis with an ak 96 machine. The pre-dialysis weight of the patient was 58.5kg, and after use the weight was 59.5kg. The uf setting was 0.8l/4hr. At the end of treatment the machine displayed a uf rate of 800ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.